Event description:
Caller reported aviva system blood glucose results of 357 mg/dl and 144 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.